Event description:
Report received from the USA stating that the cutter could not be secured into the device. The device was not being used during surgery. No pt injury or medical intervention was not reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).